Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use a bd ultra-fine¿ ii short needle insulin syringe malfunctioned as " the plunger thumb press on the plunger rod appeared o be melted/damaged. There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Additional information: samples were returned for evaluation. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: unknown. Event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: customer returned (1) loose 1/2cc, 8mm syringe. Customer states that the thumb press on plunger rod appears to be melted/damaged. The returned syringe was examined and exhibited a damaged thumb press on the plunger rod. Sample was forwarded to manufacturing (holdrege) on 03aug2018 for further review. On 07aug2018, holdrege received one (1) loose 0.5ml, 8mm syringe from an unknown batch number. All samples are decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Possible root cause(s) include, but are not limited to: a jam on the plunger screws which transport the plunger rods on the metro; a jaw jam on the ffs (form fill & seal) resulting in damage to the thumb-press; and/or damage caused during improper utilization of the device by the end-user. As no cap was returned with this product, nor batch information, further investigation into the findings from the returned device is unable to be completed at this time. Unable to perform DHR check due to unknown lot number. Severity: s_1__; occurrence: unable to perform complaint lot history check due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use a bd ultra-fine¿ ii short needle insulin syringe malfunctioned as " the plunger thumb press on the plunger rod appeared o be melted/damaged. There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed as the lot number was not provided. Severity: s_1__; occurrence: a complaint history check could not be performed for the defect/condition reported since the lot number was not provided. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that before use a bd ultra-fine¿ ii short needle insulin syringe malfunctioned as " the plunger thumb press on the plunger rod appeared o be melted/damaged. There was no report of exposure, injury or medical intervention needed.